Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to a condensation of moisture in the cmos unit. In addition, we confirmed that the lcb break; however, it is not related to the alleged complaint. Replaced parts in this complaint are as follow. Angle wire, bending rubber, light guide fiber bundle (lcb). This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. The led is flickering, there is moisture under the led.